Manufacturer narrative:
510k: 6 unknown screws: trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported about an open reduction internal fixation (orif) distal femur surgery, performed by dr (B)(6) at (B)(6) hospital on (B)(6) 2017. Revision occurred on (B)(6) 2017 for open reduction internal fixation of open book pelvis performed using standard technique by specialist orthopaedic trauma surgeon. Infection is suspected so implants removed from the pubic symphsis. One screw broken, the rest were intact. Patient activity levels; weight bearing. This complaint is for the infection. (B)(4) is for the broken screw. This report is for 6 unknown screws: trauma. This is report 2 of 2 for (B)(6).